Event description:
It was reported that the patient was experiencing pain, loss and inadequate stimulation due to lead migration and high impedances. It was also reported that the patients lead was suspected to be fractured. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted leads will be returned.

Manufacturer narrative:
Sc-1217-50 (B)(6). The returned lead was analyzed and revealed that all sixteen cables were fractured at the click site, about 25 centimeters from the proximal end. Several cables were exposed at the click site and between e15/e16 of distal. With all the available information, boston scientific concludes that the complaint was confirmed. The probable cause selected is known inherent risk of device.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 5096912.

Event description:
It was reported that the patient was experiencing pain, loss and inadequate stimulation due to lead migration and high impedances. It was also reported that the patients lead was suspected to be fractured. The patient underwent a lead explant procedure and was doing well postoperatively. The explanted leads will be returned.